Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, while the physician back loaded the guidewire, the guidewire became stuck in the lead. After a few more tries and picking a new guidewire, with the same results, a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was obstructed. The distal end of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection was found tip seal was missing. Because the guidewire was not returned, the analyst using a guidewire sample to perform test. An attain hybrid guidewire passed through the is-4 pin and stop at distance 86 cm. Destructive analysis was performed and found the tip seal stuck inside the distal coil lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.